Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation of the implantable cardioverter defibrillator, high out of range high voltage lead impedance was observed. Potential pocket issue or a device issue was suspected. A defibrillation threshold test was successfully performed in clinic with normal impedance values. No further intervention was performed. The patient will continue to be monitored.